Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a diagnostic procedure. Reportedly, the first proglide device failed as the knot closed outside of the skin. A new proglide was attempted but a cuff miss occurred. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.